Manufacturer narrative:
Abbott field service inspected the analyzer and cleaned crystals from the wz manifold which resolved the issue. A review of the service history for the analyzer identified no contributing factors and no subsequent discrepant results have been reported since the wz manifold was cleaned by the field service representative. A review of tracking and trending data in the product monitoring review revealed no systemic issues or trends associated with discrepant results. The i2000sr erratic result rate was within acceptable limits with no trends identified. A review of manufacturing documentation and trending data for the wz manifold identified no issues or trends. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.

Manufacturer narrative:
Patient information: no further patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a false elevated total b-hcg result for a (B)(6) female patient. The issue occurred while using the architect i2000sr analyzer. Sample ID (B)(4) generated 473.83 miu/ml and two retests under sid 500 generated <1.2 miu/ml. No impact to patient management was reported.